Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 04/10/2018 stating that this lead had red alert shock impedance out of range on (B)(6) 2018, stable around 55, then jump to more than 200. No noise observed. The following physician was dr.(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).